Manufacturer narrative:
The exposed portion of the soft cannula was found to be damaged. The length of the soft cannula was measured to be below the specification. It could not be determined when or how the cannula was damaged.

Event description:
It was reported the patients blood glucose level rose to 550 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient took shots of insulin.